Event description:
Bp checked at 12:30 133/. Pt found at 12:45 unresponsive, puddle of blood on floor. Venous line disconnected from catheter. Saline administered. Bp 130/89. Pulse 192. Unable to reuse. Ambulance called. Bp decreased to 75/30. Pt respiration stopped, intubated, administered epi and atropine. Monitor showed v-fib. CPR continued. Pt transported via rural metro to hosp.